Event description:
It was reported that the implantable cardioverter defibrillator (ICD) showed a grey longevity bar indicating battery depletion during device setup. An attempt was never made to implant the device. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).